Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was under delivering insulin and the blood glucose was high as 411 and 420 mg/dl and also received insulin flow block alarm. Customer¿s current blood glucose value was 249 mg/dl. Troubleshooting was done for high blood glucose and under delivery. The customer treated with an injection. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Based on customer report customer does not allege pump was under delivering. The customer reports event was resolved by changing complete set. The customer declined to perform the high pressure test. The insulin pump will not be returned for analysis.